Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-05867, 2134265-2014-05869. (B)(6) clinical study. It was reported that plaque shift, non st elevation myocardial infarction (nstemi) and in-stent restenosis (isr) occurred. In (B)(6) 2013, the proximal lcx was treated with placement of a 3.50 mm x 12 mm promus element plus drug eluting stent. In (B)(6) 2014, the patient presented with recurrent chest pain lasting for more than 20 minutes and was diagnosed as nstemi. The patient was hospitalized. Electrocardiogram was performed which suggested non q-wave myocardial infarction (mi). It was also observed that the patient experienced ischemic symptoms. Cardiac enzymes were found to be elevated (peak ck-total = 1385 iu/l, uln ck-total= 170iu/l; peak ck-mb = 74.8 iu/l, uln ck-mb = 16 iu/l; peak troponin t = 40.80 ng/ml, uln troponin I =0.12 ng/ml). Coronary angiography was performed and revealed proximal 100% instent occlusion past first obtuse marginal (om), 40 - 50% ostial stenosis in first om, 100% distal occlusion of second om. The 100% instent total occlusion of the previously placed study stent and the 3.50 mm x 12 mm promus element plus stent located in the proximal lcx was treated with balloon angioplasty and placement of 3.50 mm x 8 mm promus element stent with 0% residual stenosis. The site confirmed that no thrombus was noted in the proximal lcx. Also, the 100% distal occlusion of the second om was treated with balloon angioplasty with 0% residual stenosis. In addition, there was a small area of mild haziness at the distal end of the previously placed stent likely secondary to some plaque shift. One day post procedure, the event was considered resolved without residual effects and the patient was discharged.